Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump was not functioning correctly. Customer woke up with blood glucose of 512 mg/dl. Customer states that he had surgery and was off of insulin pump. When customer hooked back up to pump customer received a low battery and battery out limit alarms. Customer was assisted in setting correct time and date. After troubleshooting, insulin pump came back on after battery and battery cap was replaced. Customer was advised to monitor insulin pump and that battery cap would be replaced. No further information provided.